Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7236569, medical device expiration date: 2022-07-31, device manufacture date: 2017-08-24. Medical device lot #: 7178955, medical device expiration date: 2022-06-30, device manufacture date: 2017-06-27. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd syringe luer-lok¿ tip there was an issue with foreign matter. There was no report of injury or medical intervention.

Event description:
It was reported with the use of the bd syringe luer-lok tip there was an issue with foreign matter. There was no report of injury or medical intervention.

Manufacturer narrative:
Three photos were received and evaluated. Each photo depicts a 10ml syringe. The observed silicone on the stopper and in the barrel is excessive. The silicone observed is rejectable per product specification. Multiple syringes were received in two separate sample bags marked ¿patient¿ and ¿pharmacy inventory.¿ the samples were visually evaluated. Sample bag marked ¿patient¿: 1 loose 10ml syringe (unknown batch). The observed silicone content is excessive and rejectable per product specification. 6 sealed and 2 opened packaged 10ml syringes from batch #7178955. The observed silicone content is normal and expected for this product per product specification. 2 sealed and 2 opened packaged 10ml syringes from batch #7236569. The observed silicone content is normal and expected for this product per product specification. Sample bag marked ¿ pharmacy inventory¿: 9 opened packaged 10ml syringes from batch #7178955. The observed silicone content is normal and expected for this product per product specification. 8 empty open packages from batch# 7178955 with no syringes inside. 12 loose 10ml syringes (unknown batch). 10 syringes have normal silicone content, while 2 syringes were observed with excessive silicone. 2 loose 5ml syringes (unknown batch). The observed silicone content is normal and expected for this product per product specification. Please note that silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. The silicone application process is designed to provide an even distribution of silicone on the interior of the syringe barrel. Silicone has been in use in this application for over 20 years. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. A device history record review showed no rejected inspections or quality issues during the production of the two provided lot number that could have contributed to the reported defect.